Manufacturer narrative:
The pump was received with a blank flashing display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The pump was received with a cracked case (battery tube), broken belt clip rails and cracked battery tube threads. Unable to confirm battery cap damage due to pump received without the original battery cap. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not returned. Customer stated that insulin pump suddenly turned off without any prior warning. Customer stated that battery cap was damaged or corroded and insulin pump had crack at back up to to battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.